Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the infusion set did not get air. The tubing was exchanged to resolve the issue. There was no pt harm reported. The customer was unable to provide any further info.